Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box starts on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. No alarms related to the complaint noted in the current alarm history. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 alleging that on (B)(6) 2013 five hours after receiving his insulin bolus for food consumed at lunch, he experienced low blood glucose (bg) measuring 23 mg/dl with severe diaphoresis. The patient reported eating breakfast that morning, which is something he does not usually do. The patient was reported by witnesses to have been unresponsive. The patient reported he was never unconscious. The patient reported that paramedics were called for assistance. The patient reported that he was given (B)(6) by witnesses when he was found in the unresponsive state. The patient¿s response to treatment was not reported. Troubleshooting by customer support did not reveal any issues with the pump and the patient was in agreement that the pump was operating as intended. The patient stated he wished to consult with his healthcare provider (hcp) for possible adjustments to the insulin-to-carbohydrate ratio setting of the pump. The patient discontinued insulin pump therapy at the time of the call and was awaiting a plan for an alternate method of insulin delivery from his hcp. The patient declined the return of the pump to animas. This complaint is being reported because the patient experienced hypoglycemia while on insulin pump therapy with no pump malfunction found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.